Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant attempt the helix of the implantable tachy lead would not extend. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.